Event description:
It was reported that, on a unknown date, a patient was being transferred to a ventilator equipped with a heated humidifier, during the transfer the patient expired. Though requested, additional information has not been obtained by the manufacturer.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found that the device failed the extended self-test and generated a safety valve occluded message. The cse replaced the safety valve and the unit passed all testing and operates within the manufacturing specifications.